Event description:
It was reported that a spectrum pump alarmed air in line during programming and setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for upstream air and deliver passing results. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will be replace as preventive maintenance. Should additional relevant information become available, a supplemental report will be submitted.